Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion. Guide cath: hyperion 6f jl4. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for analysis. The investigation determined that the reported material rupture appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis. A 3x15mm traveler rx balloon dilatation catheter (bdc) was soaked in saline and prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced toward the target lesion, the balloon was inflated once up to 3 atmospheres for 5 seconds and ruptured. The device was removed and a 3x15mm non-abbott bdc was used to continue the procedure. The lesion was ultimately treated with a 3x18mm non-abbott stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.